Event description:
It was reported via journal article that device leaks occurred. The following event was obtained via a single center retrospective article following 30 patients who previously underwent a left atrial appendage (laa) closure procedure where watchman closure devices and watchman flx closure devices were implanted during the time frame of january 2020 through january 2023. It was reported that out of 30 patients, peri-device leaks occurred, with 1 patient specifically having a peri-device leak of greater than 5mm.

Manufacturer narrative:
Literature citation: kewcharoen, j. Et al (september 11, 2024). Catheter ablation for atrial fibrillation in patients with prior left atrial appendage closure. 68 (767-775). Journal of interventional cardiac electrophysiology. B3: used literature article publish date as event date, as it is unknown d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.